Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The power management board was replaced to fix the reported issue.

Event description:
The hospital reported that, the unit showed internal failure error alarm. There was no reported patient involvement.